Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant and upon device interrogation, a diagnostic battery anomaly was noted. There was no patient involved and the device was not used.